Event description:
A customer contacted beckman coulter regarding a false negative total betahcg (tbhcg) result from a single pt sample that was generated by the unicel dxl 800 access instrument. A pt sample was tested for tbhcg and a result of 0.13mlu/ml was obtained. The tbhcg result was reported out of the lab and questioned by a physician. The customer retested the original sample for tbhcg and the repeated result was 51336mlu/ml. In addition, the original sample was tested on a different instrument in the customer's lab for tbhcg and the result was 55905mlu/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc and system check info not provided. The specimen was received from an outside clinic and centrifuged at 3,500 rpm for 10 mins. A field service engineer (fse) was dispatched to the customer's lab on 11/08/06. The fse verified alignments. The fse performed qc and precision testing for tbhcg and diluted tbhcg, all results passed within specifications. The fse verified the repair per established procedures. No additional info regarding this event was provided. A clear root cause has not been determined for this event. A malfunction will assumed for the purpose of this report.